Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Allergan has not received the product at this time. Therefore, no analysis or testing has been done. It is unlikely the product will be returned. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "undergoing any type of surgical procedure involves risks (some serious) such as the effects of anesthesia, infection, swelling, redness, bleeding, pain, and even death, which need to be balanced against the benefits of the surgery itself."

Event description:
Clinical research organization reported patient died on (B)(6) 2013. Primary cause provided as "als". This file represents the left side device. See 22024601-2014-00663 for the right side.